Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 36 mg/dl. Customer was treated with carbohydrates. Customer reported sensor related issue that they received change sensor error and calibration not accepted. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.